Manufacturer narrative:
H6: health effect clinical code e0514 has been replaced with e0509. Medical device problem code a24 has been replaced with a01.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, an impella cp mechanical circulatory support device was implanted in a 55-year-old male patient for treatment of an acute myocardial infarction with associated cardiogenic shock at an outside hospital. Upon arrival at the tertiary care facility, the introducer sheath remained in place, and no pedal pulses or dorsalis pedis pulses were detectable by doppler ultrasound. A bedside vascular ultrasound performed demonstrated thrombus. The impella cp was removed surgically.

Manufacturer narrative:
Peripheral arterial ischemia/ patient-device interaction: the cause of the injury was unable to be determined due to insufficient clinical details.